Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 live births ((B)(6)2007, (B)(6)2010 and (B)(6) 2016)) and molar pregnancy. Previously administered products included for pregnancy prevention: mirena from 2014 to 2016. Concomitant products included levothyroxine;liothyronine (np thyroid) since 2019. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /pain (right side)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), urinary tract infection ("utis"), migraine ("migraine headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed in december 2017. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, weight increased and fatigue had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the pain was classified as mild to severe and constant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received - reporter information, height and weight, medical history and concomitant drug added. Dates of essure updated. New events added: bleeding vaginal, menorrhagia; painful sexual intercourse; hair loss; utis; migraine/headaches; nausea; vaginal discharge; fatigue and weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event injury were updated to new events migration, pelvic pain, abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.